Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was working in the sun all day and was dehydrated. This patient presented to the emergency room (ER) after receiving multiple shocks. Technical services (ts) reviewed the episodes noting that there was wide qrs complexes that accelerated the rhythm to ventricular tachycardia (vt) in which appropriate shocks were delivered. Additionally, there was oversensing observed that induced this patient into ventricular fibrillation (vf) with the second shock successfully converting. Ts recommended obtaining x ray imaging to confirm good system placement and to turn off the smart pass feature as it seemed to help better manage the qrs complexes. This s-ICD remains in service. No additional adverse patient effects were reported.